Event description:
Caller reported that the pump quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Customer service instructed the caller on how to properly press the button and assisted in removing the pump from its case, but the issue persisted. As a result, the pump was replaced. The pump was still under warranty, and the caller was guided on using a pre-paid label to return the faulty device within ten days.